Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the leads were explanted and replaced restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: 7982307.

Event description:
It was reported the patient's leads migrated after a back surgery. Investigation was unable to determine which of the leads attributed to the event. The issue was confirmed via x-rays. In turn, surgical intervention may take place later to address the issue.